Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 24-26 atmospheres for 30-60 seconds, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.